Event description:
Patient was revised to address knee pain, poly wear, osteolysis, and loosening.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The initial report states that it is not suspected that the product failed to meet specs. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.